Event description:
It was reported that oversensing due to 8hz electromagnetic interference was observed on the atrial egm which led to an inappropriate pacing therapy.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply models already approved in the u.s.

Event description:
It was reported that oversensing due to 8hz electromagnetic interference was observed on the atrial egm which led to an inappropriate pacing therapy.